Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the patient disconnected by the uv assist device, a part of the disconnect set remained in the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification. Damage to the port was found. Functional testing performed included leak testing, clear passage test, and clamp function test with no issues noted. The reported problem of ¿when patient disconnected by uv assist device, a part of jic8328 remain in the transfer set¿ was verified due to the damaged molded port. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.